Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number and UDI number are not available at the time of filing. Device manufacture date is not available at time of filing.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the left and right thoracic probes were bent. There was no patient present when this issue was identified. There was no patient present when this issue was identified.